Event description:
It was reported that pepgen p-15 was used simultaneously with implant placement in a patient with fair oral hygiene; the patient was also indicated as being a smoker. The osteotomy was prepared via drilling and healing was subgingival. The implant did not osseointegrate, had signs of mobility, and was lost during re-entry, approximately ten months post-placement. It is not clear if the graft was integrating with the surrounding vital bone or if it also failed with the implant.

Manufacturer narrative:
Failure of bone grafts to osseointegrate is an inherent risk of the procedure, although uncommon. Other variables, beyond product not performing to specifications or being non-sterile, to consider in a differential diagnosis would be patient health and social history (particularly smoking, which is a known risk factor for both implant and graft failure), site preparation trauma (heat or pressure) resulting in necrosis or scarring and fibrosis, insufficient primary stability (secondary to bone quality and/or excessive preparation of the osteotomy and quantity of maxillary ridge below the maxillary sinus) of the implant resulting in micro or macro movement and subsequent fibrous integration, individual grafting techniques, and post-operative complication (e.g. Infection). From the information provided, it is not possible to definitively determine if the implant, graft, technique, patient compliance, post-operative complication, etc. Was the etiology of failure. However, because a second surgery was required to remove and/or replace the implant and graft, this event meets the criteria for reportability per 21 cfr part 803. The implant loss will be reported via asr, as appropriate. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.